Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that during intubation the nurse anesthetist noticed that the balloon was torn.